Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The video was reviewed, and the complaint condition could be confirmed as the video provided shows the implant wobbling. However, no defect could be attributed to the instrument. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for poly screw driver reten sleeve was conducted identifying that lot number pc4958137 was released in a single batch. Batch1: lot was released on jan 7, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) on 2020, the symphony cfx screw was picked up from the sterile tube by the use of a poly screwdriver but while attempting to tightening the screw it was noted that there was no orthograde connection between screwdriver. As a result the screw wobbled while tightening. The screw was removed and placed again successfully. The surgery was completed successfully. There was no patient consequence. There was no reported delay in surgery. This report is for one (1) poly screw driver reten sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 video from the attachment(s) ¿source video¿ located in notes & attachments section of the product complaint). The video was reviewed, and the complaint condition could be confirmed as the video provided shows the implant wobbling. However, no defect could be attributed to the instrument. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a review of the receiving inspection (ri) for poly screw driver reten sleeve was conducted identifying that lot number pc4958137 was released in a single batch. Batch1: lot units were released on 07jan2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.